Event description:
It was reported, the patient experienced pain in her lower back, both legs, and groin that was present since the implantable neurostimulator (ins) was implanted and was present even when the ins was off. Additional information reported, the patient also experienced a shocking sensation. The patient fell about one year ago but saw a doctor immediately and did not believe it was related to the symptoms. Reprogramming was performed after the fall that helped the patient's symptoms for a few months, but the pain eventually returned. Recently, the patient stated, the pain was "getting worse every day." It was also noted, the patient had lost 36 pounds. An x-ray was done in (B)(6) 2012 that showed the leads may have moved, as they were not in a "j-hook" shape as was expected. Reprogramming was also performed on (B)(6) 2012, which improved the patient's leg pain. It was noted that the patient did not experience pain at the pocket site. Additional information was received that stated, the patient had the ins and leads explanted on (B)(6) 2012. One lead broke during explant but all pieces were confirmed removed from the patient by x-ray. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v286692, implanted: 2009 (B)(6), explanted: 2012 (B)(6). Product typ lead product ID 3889-28, serial# unk, implanted: unk, explanted: 2012 (B)(6). Product typ lead product ID 3037, serial# (B)(4). Product typ programmer. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator, model 3058, serial# (B)(4), found no anomaly. Analysis of the lead model 3889, lot# unknown, found no significant anomaly. The lead was cut through and segmented. Analysis of the lead model 3889, lot# v286692, found no significant anomaly. The conductors in the body of the lead were broken due to overstress. Analysis of the percutaneous extension lot# unknown, found no significant anomaly. The body of the extension was cut through and was segmented.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.